Event description:
Consumer was using the gum sensitive care toothbrush with the soft bristles. The bristles then got caught between his teeth more than once and got lodged between his teeth and ripped out of the toothbrush.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.